Event description:
It was reported that impedances below 50 ohms were seen on electrode pair 0<(>&<)>1 during a stage 2 implant procedure. The electrode pair was not used during the patient's trial and the patient reported feeling stimulation using the 0 contact. As the hcp did not want to place another lead, the lead was left in with the plan to avoid using the electrode pair with the low impedance. After implant, the manufacturer representative believed the patient was doing fine and the device was working normally.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3093-28, lot# v779499, implanted: 2011-(B)(6), explanted: unknown.